Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed. The rv lead was reprogrammed with various settings, however the twos could not be 100% resolved. The nurse is going to discuss with the physician on additional corrective actions. The rv lead remains in use. No patient complications have been reported as a result of this event.